Event description:
Customer informed our service department on the 23rd of may that one of our products was involved in a case where a laceration occured.

Manufacturer narrative:
The customer has not yet sent the product in for investigation. We will perform a follow-up as soon as the product has arrived and the findings have been completed.

Manufacturer narrative:
The customer does not send the product to the manufacturer for inspection.